Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an automated impella controller failure. The controller was replaced to support the patient. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The following code was added: hemodynamic instability (e2343). The following code was removed: no signs, symptoms or patient involvement (e2403).

Manufacturer narrative:
D6b, explantation date, was added.